Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced medtronic logo on screen and blank display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer inserted a new battery with the new cap but display did not return. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
P-cap locked in place properly during testing. Upon new battery installation, unit powered on successfully and no flashing medtronic logo was noted. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past around the time of the customer¿s call. Critical pump error 53 was found on 01/01/2026 12:54:01.000. Line=24584 file=39240. Per software engineering log, pump error 53 was due to software error. Isolate to electronic assembly. Proceeded with the following testing to ensure unit is functioning properly. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self-test. No unexpected alarms or anomalies noted during testing. Unit was cut open and a visual inspection on connectors and electronic assemblies was performed. Per visual inspection, all connectors including motor flex connector were plugged in properly. No moisture damage was noted on electronic stack. The following cosmetic damages were also noted: scratched case and pillowing keypad overlay. In conclusion, customer allegations of flashing medtronic logo and blank display were not confirmed when unit powered on successfully. However, critical pump error 53 was found in download history files, due to software error. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.